Manufacturer narrative:
Unit received with blank display, problem isolated to pcba1. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests or verify failed batt test alarm due to the blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm during inserting battery. Batteries were not in use before and fully charged. Contacts of battery cap not missing or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.